Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the right ventricular (rv) lead implant threshold was variable and high. Chest x-ray did not reveal gross rv lead dislodgement but more as if the lead had pulled back slightly. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.